Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2016 that the patient has gone from 20 seizures per week to 1 every 2 weeks but feels that the seizures are more intense. No additional relevant information has been received to date.

Event description:
A review of the program history shows that the patient had their settings adjusted since the reported change in seizure pattern. Information was also received that the patient had their device disabled and spoke with their physician to consider an explant. The patient noted that they will wait a year to make a decision on the explant. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient desires to have the vns removed. No known surgical intervention has occurred to date.

Event description:
New information was received that the patient had been in a car accident and needed the vns programmed off for her MRI. It was reported that the patient and mother wanted to leave the vns off and possibly have it removed as they hadn't seen any benefit. No additional or relevant information has been received to date.

Event description:
It was reported that the device was interrogated and diagnostics were ran and all diagnostics came back as ok. Device outputs were all increased by 0.25ma and patient tolerated it well. No additional or relevant information has been received to date. Thanks.